Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. Final analysis found normal device characteristics.

Event description:
It was reported that patient experienced phrenic nerve stimulation with left ventricular lead. The lead was explanted and new lead placed in a new target vein.